Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance anomaly. Anew lead of the same model was successfully implanted. No additional adverse patient effects were reported. Additional information received indicates that this right atrial (ra) lead was explanted due to loss of capture. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance anomaly. Anew lead of the same model was successfully implanted. No additional adverse patient effects were reported.